Manufacturer narrative:
The system was serviced in the field and failed hardware inspection due to the surgeon monitor cycling on and off. The monitor cable was replaced and the failure was resolved. The cable was returned and analyzed. The returned cable had no apparent physical damage but a continuity test revealed an open from pin 15 of the hd26 cable to pin 6 of the fischer connector. Concomitant medical products: other relevant device(s) are: product ID: 9733571, lot #: 120420 if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the site's surgeon cart monitor had been flickering on and off intermittently. The clinical specialist (cs) found the video cable on the back of the monitor slightly loose. The cable was reseated and the system was watched for thirty minutes. The behavior happened once again but was less frequent. There was no patient present. It was noted that the cs was going to reseat the cable on the video splitter to the surgeon monitor prior to replacing the external monitor cord.

Event description:
It was noted that the staff cart remained functinoal throughout.

Manufacturer narrative:
H2) additional information: b5 updated. Correction: h3 corrected. H3) the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.